Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260405.005. Hardware: pixel 9 pro xl. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod adhesive failing to adhere because it started to peel off and the pod cannula was out of the skin. The pod was discarded.